Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The patient reported a heat rash under the lifevest. She reported that her doctor recommended she leave the lifevest off for 30 extra minutes a day. During a follow up the patient indicated that the rash was not completely resolved. She reported that some days it was okay and other days it was worse. There was no alleged device malfunction.